Event description:
It was reported that the customer received a program safety alarm on the insulin pump during the rewind prime sequence. During troubleshooting, it was advised to program a normal bolus into the air. The bolus amount was recorded in the bolus history. A self-test was performed and failed. Customer's blood glucose was 223 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with repeated software error alarms. The problem was isolated to interface board. The device had cracked case at display window corner and minor scratched display window.